Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 24mm amplatzer septal occluder was selected for implant in the patient. When the physician began to deploy the device inside the patient it formed into a cobra shape. The specialist decided to exchange the device for a 22mm amplatzer septal occluder since it only had one reference for each measure. There were no additional problems generated during the rest of the procedure and there was no significant delay in the procedure. The patient is currently stable.

Manufacturer narrative:
The reported event of the device deploying in a cobra shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.